Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.the motor was returned for evaluation, and subsequent testing verified the complaint. Per the evaluation, the motor drifts. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
The foot section will not stay up, it is drifting down.